Event description:
It was reported to boston scientific corporation that during a cystocele repair procedure using an uphold vaginal support system, as the physician attempted to place the first leg assembly, the suture, with the needle at the end, detached and was captured inside the capio cage during the initial "bite" into the ligament. The physician completed the procedure with another uphold vaginal support system, with no complications to the patient, who was reportedly fine at the conclusion of the procedure.

Manufacturer narrative:
Visual analysis of the returned mesh assembly revealed that the needle was missing from the solid blue dilator. Visual analysis of the returned capio device revealed that the detached needle was retained inside the capio cage. Functional testing of the returned capio device showed that it operated freely. A review of the manufacturing records for this lot showed no evidence of a manufacturing-related potential cause for this event.

Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that during a cystocele repair procedure using an uphold vaginal support system, as the physician attempted to place the first leg assembly, the suture, with the needle at the end, detached and was captured inside the capio cage during the initial bite into the ligament. The physician completed the procedure with another uphold vaginal support system, with no complications to the patient, who was reportedly fine at the conclusion of the procedure.